Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen became frozen and unresponsive on the unlock screen. Troubleshooting with tandem technical support was performed. Customer's blood glucose level was not impacted. Reportedly, customer has back up manual injections for insulin therapy.